Event description:
Loss of osseointegration

Event description:
Loss of osseointegration. The batch number was provided on the label with the returned product, hence the updated information in this follow up report.

Manufacturer narrative:
The batch number was provided on the label with the returned product, hence the updated information in this follow up report.